Event description:
It was reported that the customer's sensor does not give accurate readings and causes the insulin pump to shut off. It was stated that the insulin pump alarmed low. The blood glucose reading was unknown. Unable to troubleshoot because the customer no longer had the system in his possession. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.